Manufacturer narrative:
Device analysis results not available at the time of this report.

Event description:
The MFR's rep reported a volume discrepancy. Two roller studies were conducted. The roller did not turn 60 degrees at the second test. The pump was explanted and returned to the MFR for analysis.